Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no specific event date was reported. The complainant indicated that the suspect device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2018 that a wallflex biliary rx fully covered rmv stent has been implanted during a stent placement procedure performed on an unknown date. Reportedly, the stent was implanted for 9 months before stent removal. According to the complainant, on an unknown date, the stent was attempted to be removed; however, it was noticed that the stent cover was missing. Reportedly, the stent remained implanted inside the patient as it was not able to be removed. The stent removal procedure was scheduled at a later date. There were no patient complications reported as a result of this event.